Event description:
Following several unsuccessful cavity integrity assessment (cia) tests with 2 disposable devices during a novasure endometrial ablation the physician did a laparoscopy and confirmed a uterine perforation. There was "minimal bleeding" seen and no treatment was needed. The novasure procedure was aborted and the patient was discharged home after a brief recovery period. A hysteroscopy, dilatation and curettage (d&c), and sounding (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot #:12c28r. Expiration date: 04/28/2013. Age of device: 6 months. Device manufacturing date: 03/01/2012. The second disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. The evaluation codes in this section represent the evaluation of the first disposable device. Device history record (DHR) review was conducted for the identified lot number (12e23ra) and serial number ((B)(4))of the first disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. Device history record (DHR) review was conducted for the reported lot number of the second disposable device. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).